Manufacturer narrative:
(B) (4).

Event description:
It was reported tht the patient never had therapeutic effect. The patient has increased pain after back surgery. X-ray ((B) (6) 2009) revealed the catheter was severed at approximately l3. It was determined that the catheter was accidentally cut due to an unrelated surgery. The event was not attributed to the implanted devices. The catheter was replaced. The patient outcome was reported as serious injury/illness- recovered without sequela. The pump contained a mixture of fentanyl and bupivacaine at the time of the event.